Event description:
The dr reported that a pt had a biopsy of a breast lesion. "The dr passed the stylet into the lesion and the assistant passed the outer cannula over the stylet, which cuts the tissue." The outer cannula separated from the inner stylet." The stylet went passed the guard on the needle and into the pt's chest. "The pt developed a pneumothorax and required hospitalization for chest tube placement in the chest."